Event description:
See initial report.

Manufacturer narrative:
H.10: no serial number of the cannula was provided thus the review was performed based the shipping records. A review of the DHR could not identify any deviations or non-conformities relevant to the issue. The involved cannula was requested and a visual inspection confirmed the presence of a crack at the bond joint between the y connector and the distal cannula. During the investigation it was identified that both suture wings were used just below the y-connector which could have potentially caused the distal cannula to flex at the glued bond-joint with the y connector leading to the breach in the distal lumen blood pathway. The most likely root cause of the reported event are the sutures inserted by the user.

Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Cardiacassist inc. Manufactures the protek duo veno-venous cannula. The incident occurred in (B)(6). Pictures of the cannula were provided and the problem could be confirmed. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a patient was placed on support with protekduo 29fr cannula. After one week from starting support, perfusionist noticed blood leaking from the distal port at the wire bound segment. Upon further inspection, they noticed the cannula was cracked. The cannula was immediately removed. The patient coded and resuscitated.